Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported a cluster of four patients who experienced adverse events after procedures using olympus colonoscopes and/or gastroscopes over a 21-day period. Case with patient identifier (B)(6) reports patient 1 of 4. Case with patient identifier (B)(6) reports patient 2 of 4 (this report). Case with patient identifier (B)(6) reports patient 3 of 4. Case with patient identifier (B)(6) reports patient 4 of 4. The customer reports twenty minutes after an esophagogastroduodenoscopy (egd) using an evis exera iii gastrointestinal videoscope, and a colonoscopy using an olympus colonoscope, the patient complained of feeling cold, shivering, hypertension with a blood pressure of 165/89, and tachycardia (rate not provided). The patient was treated by: providing care in fowler's position, oxygen administration (rate not provided), and a bair hugger warmer. No information was provided regarding medications administered pre-op/intra-op/post-op when requested. The patient's current condition is reported as stable. The intended procedure was completed with the subject scope. There was no malfunction of the olympus scope during the procedure. The customer is unable to rule out of the scope caused or contributed to the symptoms experienced by the patient.

Manufacturer narrative:
This reprot is be4ing updated to provide corrected data.

Manufacturer narrative:
This report is being updated to report investigation findings. New information is reported in h6 and h10 the suspect device was not returned to olympus for evaluation. A physical evaluation of the device could not be conducted. A repair history review shows that the device has not been repaired by olympus in the last year. Device history record (DHR) review: olympus confirmed via DHR that the subject device satisfied specifications and was shipped from the factory. Labeling review: the instructions for use (IFU) shipped with the devices provided the user with the following information relevant to the reported event: ¿applicability of endoscopy and endoscopic treatment¿ if there are official standards on the applicability of endoscopy and endoscopic treatment that are defined by the hospital¿s administrators or other official institutions, such as academic societies on endoscopy, follow those standards. Before starting endoscopy and endoscopic treatment, thoroughly evaluate its properties, purposes, effects, and possible risks (their nature, extent, and probability). Perform endoscopy and endoscopic treatment only when its potential benefits are greater than its risks. Fully explain to the patient the potential benefits and risks of the endoscopy and endoscopic treatment as well as any examination/treatment methods that can be performed in its place and perform the endoscopy and endoscopic treatment only after obtaining the consent of the patient. Even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits.¿ the definitive cause of the reported event cannot be established. No device malfunction was reported. The procedure was performed for upper gi bleeding. The indication may have contributed to the suggested event.